Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). Device manufacture date - 12/17/2017 ~ 12/20/2017. The actual device has been returned to the manufacturing facility for evaluation. The actual sample was verified one piece at time. The tip of inner needle was shielded by the safety-cover. The catheter-hub which was brought from our retention sample, was placed onto the actual sample to create original assembly. It was used to simulate and verify proper shielding performance. We conducted inner needle pulling resistance test repeatedly 10 times. As a result, the safety cover was confirmed to be safely activated to shield the tip of inner needle. The cover was later examined under microscopic observation finding no irregularities to attribute detachment of any parts, deformation or malfunction of the product was observed. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not to touch the safety cover after withdrawal of inner needle for injection prevention." The manufacture inspection record of the same lot was traced back, in which duration is equivalent to expiration of the product. As a result, no similar event was noted in the record. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the terumo surshield safety I. V. Catheter product was handled in the same way as it is normally used. The safety cover of the needle stopped half way and did not shield its tip at time of receipt. The safety cover later somehow slid along the body and then shielded the tip, shortly after the hospital personnel had checked the defect.